Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 925 mcg/day) via an implanted pump. It was reported that during the normal elective pump replacement procedure the hcp observed clear fluid in the pocket of the pump. After clearing the catheter pathway, the hcp injected preservative free saline through the cap (catheter access port) and observed leaking around the sc (sutureless connector) of the old catheter. The hcp replaced the connector with a new one. Per the reporter, there were no disclosed patient signs or symptoms and no disclosed environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant product ID 8578, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 26-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8578 catheter: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.